Event description:
The user facility reported that their reliance synergy washer was leaking water from the bottom of the unit onto the floor. The amount of water involved in the leak was reported to cover about a 50 square ft area. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found the leak to be coming from the coupling between the washer chamber and the recirculation pump. Further inspection also revealed a leak originating from the drying valve. Inspection of the drying valve affirmed the internal piston was broken. The technician replaced the recirculation pump hose and clamp. The drying valve piston assembly and seals were also replaced. The technician performed a test cycle, confirmed the unit operational and returned it to service.